Event description:
Gambro dasco rec'd a report on november 12, 2007 of a pt death occurring approx some hrs after discontinuing treatment on a phoenix machine. At 1 hr into treatment the pt began to complain of severe abdominal pain and requested to be taken off the machine so he could go to the bathroom. His fistula needles became dislodged while he was in the bathroom and the nurse on duty reported that the blood on the pt's clothing appeared to look 'watery'. The nurse stated that this was the only sign of hemolysis that was noted. The pt was taken to the nearest emergency dept (ed) where he coded several times and finally expired. According to the nurse in charge, the machine passed all its alarm tests and was checked for accurate conductivity via an independent meter. Prior to putting the pt on dialysis, the dialyzer was checked with a residual renalin strip and confirmed to be negative by the pt and pct. The machine was inspected by a gambro tech and was found to be working within MFR's specs.